Event description:
Resmed s10 CPAP machine overheated per pt, causing a burn mark on his nightstand. When the machine was returned to our clinic and inspected, we noted that the humidifier appeared to be warmer than usual.